Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure for stress urinary incontinence on (B)(6) 2015 and mesh was implanted. The operation was complicated by 300 ml blood loss, regarding laying the mesh sling in right side of obturator. There was no bleeding when the mesh sling was placed in the left side of obturator. During follow up on (B)(6) 2016, the patient was satisfied and has gained full urinary continence and no erosion. On (B)(6) 2016, the patient experienced vaginal bleeding and vaginal mesh erosion on the left side. The patient is still satisfied with the mesh sling and remains continent. The patient was given an estrogen hormone treatment for the erosion. There was no mucosal covering after treatment with estrogen. In (B)(6) 2017, it was decided that further unspecified treatment is needed as the patient has experienced pain during intercourse.